Event description:
Device 2 of 2 - reference MFR. Report 1627487-2014-05567; the patient had two anchors from the same lot. It was reported the patient's scs system was explanted due to swelling at the ipg site, and discomfort at the ipg and anchor site. The wounds are healing well and the discomfort at the ipg and anchor site is improving.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.